Event description:
Reporter stated that a patient's blood pt level was measured, using the suspect device, with a result of 5.0 inr. Reporter indicated that a subsequent lab test measured the patient's blood pt value at 3.5 inr. Patient's therapy was not modified based on the value obtained on the suspect device. Reporter noted that liquid control testing had been performed on the suspect product and the results were within acceptable ranges. The suspect test strips were replaced and requested to be returned for evaluation.